Event description:
The customer reported an issue with their meter and noted experiencing weakness from not being able to test due to the error 4 message. The customer did not require third party intervention. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.